Manufacturer narrative:
Correction to d4: catalogue #: 20j028 corrected to 21g024 . Correction to d4: expiration date: 09/01/2023 omitted, replace with ¿ni¿ in the null value. Correction to g4: 510k # corrected to na (remove ni reported on initial). H4: the lot was manufactured from july 8, 2021 - july 9, 2021. H10: the device was received for evaluation. The sample was returned to the plant containing 72 ml of fluid in the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. Baxter was unable to determine root cause for this under infusion report. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused during patient infusion. The device had been filled with piperacillin/tazobactam 13500mg in 230ml sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.